Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's comb was damaged.; however, the repair was not completed because the repair was declined. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
The hospital clinical engineering department reported that the device is not working properly without further information. The issue was found in the clinical engineering department, before the surgery, therefore there was no patient involvement, and no surgery delay. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.